Event description:
One stent was placed without difficulty in the lad. Physician decided to place this stent proximal to the dissection already covered. The stent was deployed and the balloon deflated. However, upon pulling back the balloon, the stent came back came back with it. The balloon/stent was puuled back to the guiding catheter in the left main. The physician removed entire system but upon withdrawal from the groin site the stent was no longer on the balloon. The stent was found in the right femoral artery between vessel wall and sheath. At this point, another stent was deployed proximal to the first stent. An attempt to snare the second stent via a left femoral artery approach was unsuccessful and the stent migrated down the leg into the profunda femoralis. The stent was then deployed with a 4.5mm balloon.